Event description:
A customer reported experiencing high blood glucose levels, but the specific value was unknown, only registering as "high" on the continuous glucose monitor. To address the high glucose reading, the customer administered a correction bolus using the pump. Technical support assisted the customer in resolving the issue, which was attributed to user error during the insulin load process. They helped the customer fill the tubing to remove air from the cartridge and educated them on preventing similar issues in the future. The customer understood and resumed insulin delivery.